Event description:
Patient with chronic mesenteric ischemia with sma stent placed (B)(6) 2015. Readmitted with recurrent symptoms and found to have sma stent fracture on follow-up CT. Cordis genesis 6 x 29mm balloon expandable stent. Dates of use: (B)(6) 2015. Diagnosis or reason for use: chronic mesenteric ischemia, sma stenosis.